Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. Although requested, the customer declined high bg troubleshooting. Additionally, it was reported that on multiple, intermittent occasions, the pump delivered boluses not requested by the customer. There was no adverse impact to the customer¿s blood glucose. Tandem technical support reviewed the pump logs and found that the boluses were being requested by the user, however, contact maintained that the boluses were not requested by user. Reportedly the customer reverted to manual injections for insulin therapy.